Manufacturer narrative:
The customer performed a visual inspection of the sample and the sample appearance was reported as "normal." The field service engineer cleaned the sampler syringe flow path and ise flow path. He replaced the reaction cells. He performed a cell blank measurement and ise check. The customer performed calibration, qc, and precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas c 501 module. Prior to patient testing, the customer confirmed qc was acceptable. The patient's initial na result was not reported outside the laboratory. The customer questioned the initial na result due to the "high level" and the customer performed repeat testing with the patient's sample on the same c 501 module. The patient's initial na result was 161 mmol/l. The patient's repeat na result was 135 mmol/l. The customer determined the repeat result was correct. The na electrode lot number was t7383 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation reviewed the customer's calibration results and the results were within the acceptable ranges. After service, no further issues were reported. The investigation determined the service actions resolved the issue.